Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery alert, blank display and buttons not responding. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer reported that they received replace battery alarm with out low battery alarm. The customer states the battery was previously used. New battery did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss alarm and keypad unresponsive/button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button, and damaged serial number label.